Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss and insulin pump was cracked. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap locks properly in place in the reservoir compartment noted. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 66.0 received the lowbatteryalert (104) on (B)(6) 2025 23:56:00 faster than expected at 0.0 days. Battery cycle 16.0 received the lowbatteryalert (104) on (B)(6) 2024 21:17:00 after more than 7 days at 40.05 days. Battery cycle 13.0 received the lowbatteryalert (104) on (B)(6) 2024 08:14:00 after more than 7 days at 40.99 days. Pump passed self test, active current measurement and sleep current test. No unexpected alarms during testing. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical damage. However, moisture damage was found on internal and external battery gold flex connectors. Pump also received with scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, serial number label missing, cracked case (battery tube), cracked case on battery side, and cracked keypad overlay at select button. In conclusion, customer alleged for unexpected battery power loss was confirmed in the pump history. Unit functioned properly and power management graph was within spec. However, during deconstructive analysis, moisture damage was noted on internal and external battery gold flex connectors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.